Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an event of blockage in the tubing and was alerted by alarm 2 followed by alarm 26. Patient changed supplies as necessary and resumed insulin therapy. No further information available.